Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that there was a leak or hole on the extension tube at or near the luer adapter. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: b5, b7, d6a, d6b, g3 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, about 2 days of insertion, during normal use, blood was leaking from the end of both venous (blue side) and arterial (red side) extension tubes even if the clamps were closed. The catheter was not repaired. The type of cleaning agent that was used on the device could not be specified and normal protocol of the hospital was followed. Tego was not utilized. There was no luer adapter issue. The adapters were not cleaned regularly but only if contaminated with blood. Denatured alcohol was used for cleaning the adapters. The clamp was not moved periodically; they were open in continuous dialysis all the time. If there was a dialysis set change, then the clamps were closed in a different place than they were before. No visible damage found on the clamp. No ointments had been used. Aspiration and flush were done for both lines with 10ml of saline prior to use and the result was normal. Nothing unusual observed on the device prior to use. No other defects/damages found on the product where the leak observed. A competitor¿s machine was being utilized with the device. The insertion site was treated with denatured and colored 80% alcohol prior to product placement. An experienced intensive care nurse from the dialysis team stopped dialysis. The patient's bed was turned into the trendelenburg position. The dialysis catheter was flushed and the clamps closed. Blood was still leaking out of the catheter. The dialysis catheter was removed on the same day and a new catheter of the same brand was implanted to the femoral vein on the next day as intervention and the treatment was completed using the new catheter. There was about 200ml of blood loss and blood transfusion was not required. There was no reported patient injury.

Event description:
According to the reporter, during normal use, blood was leaking from the end of the extension tubes even if the clamps were closed. The catheter was not repaired. The type of cleaning agent that used on the device could not be specified and normal protocol of the hospital was followed. Tego was not utilized. There was no luer adapter issue. The insertion site was treated prior to product placement. An experienced intensive care nurse from the dialysis team stopped dialysis. The patient's bed was turned into the trendelenburg position. The dialysis catheter was flushed and the clamps closed. Blood was still leaking out of the catheter. There was no reported patient injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.